Event description:
Implants placed (B)(6) 2006, by (B)(6) 2006 I had to have surgery to have a hysterectomy due to abnormal heavy bleeding, done after failed uterine ablation. Previously had never had bleeding problems. After implants were replaced, my hormones went crazy and I was having heavy bleeding more than 50% of each successive month, leading to a partial hysterectomy. By the holidays of 2006/2007 I wad dx with mononucleosis, followed by multiple different autoimmune diagnoses from fibromyalgia to lupus. I am in constant pain-breast, back, neck, shoulders, all joints, etc. I have been "sick" for 13+ years. I have my medical record. FDA safety report ID# (B)(4).